Manufacturer narrative:
(B)(4): pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
During a routine pump replacement, they were unable to aspirate from the catheter. The catheter had 4000 mcg/ml baclofen. Additional information has been requested. A follow-up report will be sent if additional information becomes available.